Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer initially called to report that his belt clip broke. Customer mentioned that he went to the emergency room in (B)(6) of 2013 due to high blood glucose. Customer blood glucose reading at the time of the emergency room visit was over 500 mg/dl. Customer stated that his white blood cell count was high due to infection. Nothing further was reported.